Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that a patient presented with right ventricular lead noise that was non reproducible. Noise events triggered false ventricular fibrillation (vf) detection. Other normal testing parameters were recorded. Fluoroscopy visualized no externalized conductors on the lead. The lead was capped and replaced on (B)(6) 2020. The patient was stable throughout the procedure.